Event description:
Customer reports to have received a motor error alarm during bolus. Customer's blood glucose was 193 mg/dl. During troubleshooting, it was found that customer was not sure if exposed to magnetic field or MRI, but did have x-ray with pump attached. Customer does not use sensor features. Customer was able to complete rewind sequence. Customer received another motor error and no delivery alarm after rewind. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.